Event description:
On (B)(6) 2010, this pt underwent endovascular repair of an aneurysm of the aortic arch using gore tag thoracic endoprosthesis. During the procedure, but prior to the tag implantation an axillary-axillary bypass was performed. A tag device was implanted just distal to the left common carotid artery. Angiography performed after touch-up ballooning showed a slight proximal type 1 endoleak. The physician decided to implant another tag device at the proximal end. A "chimney" method was also then performed whereby a metallic stent was implanted from the left common carotid artery to the thoracic aorta. The pt tolerated the procedure. On (B)(6) 2010, this pt suffered an ascending aortic dissection. Although the cardiopulmonary resuscitation was performed, the pt expired. According to the physician, the dissected of the ascending aorta was far from the proximal end of tag device. The physician did not attribute the event to the tag device. However, involvement of a concomitant device like a guide-wire could not be ruled out.

Manufacturer narrative:
Results:the review of the manufacturing paperwork verified that this lot met all pre-release specifications.